Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article reviewed entitled ¿differences between direct anterior and anterolateral approaches to total hip replacement: comparison based on patients' subjective feelings early after replacement" written by mir ali multimur tiza, zhao wei, vargas river niyazi, yuan hongqi, wang li. Publisher and date of publication not provided within the article. The article's purpose was to compare the difference of direct anterior approach and anterolateral approach in the treatment of elderly patients with unilateral femoral neck fracture based on the subjective feelings of patients in the early stage after replacement. Patient data: 21 patients in the direct anterior approach group, average age 61 years. 21 patients in the anterolateral approach group, average age 62. Depuy products: pinnacle acetabular system, corail hip system, marathon acetabular system. Please note, it is not indicated within the article which adverse events are related to which product line. Therefore, the ips will be captured as unk cup, unk liner, unk head and unk corail stem. Adverse events: (3) bursitis ¿ treatment of local closed injection; (3) pain ¿ treatment of local closed injection; (3) discomfort ¿ treatment of local closed injection; (1) hematoma ¿ spontaneous resolution ¿ no intervention; (1) localized skin numbness around incision ¿ no noted intervention.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. Device history lot a manufacturing record evaluation (mre) was not possible because the required lot code was not provided.